Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Material#: 305195. Batch number#: 3233736. It was reported by customer that found a 18g bd needle with odd dots all across the surface. The dots are not a part of the thin plastic packaging, but rather on the needle itself. It may possibly be ink or some other residue, but it did not seem safe or sterile to use. In conjunction with the 18g bd needle with a piece of hair imbedded into the packaging was also found a few weeks ago, it does raise questions about the current manufacturing practices with these needles. Unfortunately, the needle with the hair was not saved and the lot number was not noted. Issue occurred on (B)(6). Product was saved.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there were dots on the needle. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed with 10x magnification. The plastic shield has black specks of embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 305195, lot 3233736. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material#: 305195, batch number#: 3233736. It was reported by customer that found a 18g bd needle with odd dots all across the surface. The dots are not a part of the thin plastic packaging, but rather on the needle itself. It may possibly be ink or some other residue, but it did not seem safe or sterile to use. In conjunction with the 18g bd needle with a piece of hair imbedded into the packaging was also found a few weeks ago, it does raise questions about the current manufacturing practices with these needles. Verbatim#: rcc received a complaint via email. Email(s) attached. Over the weekend IV room pharmacy tech found a 18g bd needle with odd dots all across the surface. The dots are not a part of the thin plastic packaging, but rather on the needle itself. It may possibly be ink or some other residue, but it did not seem safe or sterile to use. In conjunction with the 18g bd needle with a piece of hair imbedded into the packaging was also found a few weeks ago, it does raise questions about the current manufacturing practices with these needles. I have a sample of the product in my office. Lot number is 3233736. Response: unfortunately, the needle with the hair was not saved and the lot number was not noted. Issue occurred on 3/18. Product was saved.